Manufacturer narrative:
Insulin pump powered up properly after battery installation. No blank display or missing segments or partial display noted. The insulin pump passed the displacement test. However, insulin pump received with no back light and failed the self test due to moisture damage found on the electronic assembly. Moisture damage also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump alarmed and the buttons and everything was not working, initially it was flashing white then removed the battery and then it was just black, red alarm light was not flashing. The customer stated the display was not blank less than 30 seconds and did not return. The customer reported that troubleshooting was performed and the display did not return. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.